Event description:
Three days after the second drug eluting stenting treatment procedure, the pt expired. On 2/2005 the pt presented to the cath lab with complaints of chest pain. The lesion being treated was in a non-tortuous left anterior descending artery (lad). The lad was predilated with a 2.0 x 20 mm maverick balloon at 16 atms for 18 seconds. After predilation the physician successfully deployed a taxus express2 2.5 x 24 mm stent at 11 atms for 15 seconds. The stent delivery balloon was then re-inflated to 11 atms for 30 seconds. No pt complication was reported. Pt status was reported as "satisfactory/good". On 2/2005 the pt was discharge home with a regimen of plavix and aspirin. On 2/2005 the pt was brought back to the cath with a sub-acute thrombosis, spiral dissection, and an acute myocardio infarction. The physician dilated the lesion with a 2.5 x 15 mm maverick balloon at 8 atms for 25 second, 9 atms for 30 seconds, 10 atms for 18 seconds, 10 atms for 11 seconds, and 10 atms for 8 seconds. The physician then dilated the lesion again with a 2.5 x 20 mm maverick balloon at 4 atms for 38 seconds, 5 atms for 30 seconds, 7 atms for 30 seconds, 8 atms for 30 seconds, 8 atms for 12 seconds, and 8 atms for 12 seconds. After predilation the physician successfully deployed a taxus express2 2.5 x 24 mm stent just distal to the initial stent at 10 atms for 15 seconds. A second taxus express2 2.5 x 8 mm stent was successfully deployed just proximal to the initial stent at 17 atms for 7 seconds. The physician then post dilated with a 2.5 x 20 mm maverick balloon at 15 atms for 55 seconds and 15 atms for 35 seconds. No complication was reported. Pt status was reported as "satisfatory/good". In 2/2005 the pt was discharge home to their own care. In 2/2005 the pt died in their home. It is noted that the physician does not believe the death was caused by the taxus stents. In addition, no autopsy will be performed.